Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "blunt knives" (dull). The nurse reported: they have blunt knives in their custom packs.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).